Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the two endoscopes (10028914 &10017969) that were used during this reported procedure. The fse could not replicate the customer reported issue on universal surgical manipulators (usms) 2, 3 and 4. The fse also noted that the issue was resolved on the phone with isi technical support. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the user could not get an endoscope that was installed on universal surgical manipulator (usm) 3 to rotate from up to down and vice versa. The surgical staff had attempted to reseat the sterile adapter and endoscope, but the issue was not resolved. The surgical staff then tried another endoscope and power cycled the system, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified error codes pointing to blue fiber cables. The tse suggested to check the blue fiber cable connections. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.